Event description:
It was reported that during central processing, it was noted that the wires of the prograsp forceps instrument were exposed at the distal end. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint wires exposed at the distal end is confirmed. Grip cable is frayed at the distal idler pulley. Frayed strands stick out at the wrist. Other cables at wrist are not damaged. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.